Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface central processing unit. The ventilator passed self-tests.

Event description:
It was reported that the ventilator's lower display was showing lines. The ventilator was not on a patient at the time of the event.